Event description:
(B)(4). I got essure implanted. Bled for 3 months. Still in pain. Erratic periods. Lost my teeth. Dark spots on skin. Extreme abdominal swelling. Hair loss. Increased svt with heart rate over 225. Rashes. I need dentures now. Ocular migraines. Fatigue. All started after essure placement.